Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd connecta wht 360deg valve tb 25cm leaked. Some of the 3-way taps in this batch have white discolouration at the luer lock connection and when connecting to the huber needle, there is leakage. Not all in this lot number are discoloured. Photo attached.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 photo and 3 physical samples submitted for evaluation. The reported issue of cosmetic issues and leakage was confirmed upon inspection of the samples. Analysis of the sample showed that a white spot was observed on the fitting component. Bd determined that the cause of the failure was excess solvent used while performing the flow test in the assembly process. As a preventative action, a new design was made to the machine that collects the excess solvent that will prevent solvent from getting on the part during assembly. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.